Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per review of patient imagery calcification was present in landing zone and tortuosity was present in patient's access vessel. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis and subsequent vascular dissection was unable to be confirmed as the complaint unit was not returned for evaluation and no relevant procedural imagery was provided. Available information suggests patient factors (calcification/tortuosity/fibrotic bicuspid) and/or procedural factors (steep crossing angle/poor guidewire management) likely contributed to the event as it was reported that fibrotic bicuspid and steep deployment/crossing angle were the perceived root causes of the crossing difficulty. Additionally, patient imagery revealed the presence of calcification and tortuosity in patient's anatomy. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Furthermore, proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the physician struggled to track 29mm commander delivery system (ds) over the wire across the native valve. When the physician would push, the wire would come back. After multiple attempts to pull back, reposition the wire, and cross with the ds, the wire ended up in the aorta. The physician attempted to recross the native valve using a wire through the ds but was unsuccessful. The pigtail from the left groin was exchanged for an non-edwards catheter. The native valve was crossed and the non-edwards catheter was advanced into the left ventricle to ideally serve as a guide for the wire that was through the ds. The physician was able to cross the native valve with the wire through the ds. Ds was advanced into the left ventricle and the wire was exchanged for the deployment wire. The non-edwards catheter was pulled back into the aorta and exchanged for the pigtail. While the nose cone of the ds was across the native valve, the crimped sapien was still struggling to cross. Numerous attempts were made to cross with a significant amount of push force. It was suggested more than once that the team try dialing a cc into the balloon, but that suggestion was not attempted. Physician was able to cross the native valve and a test fluoro image was taken to check position. Valve was high so it was advanced slightly. Position was checked again, position was good, and the team deployed the valve. 4ccs were accidentally left in the atrion by the inflating physician. Tee checked that the valve position/pvl/gradient looked okay, then it was decided to post-dilate with nominal volume to fully expand the valve. Post-dilation was completed without a contrast shot. Valve was checked by tee again and everything appeared okay. There was no leak and the mean gradient was 2mmhg. A few minutes later, the physician doing tee found a dissection in the ascending aorta. The previous fluoro images were replayed and the ascending dissection can be seen in the image immediately prior to deployment. It is unsure if the dissection was present in the fluoro image before that one, when the valve was determined to be too high, as the pigtail may have been pinning the dissection flap. The team decided to do a root replacement on the patient using a freestyle root. Per the fcs, the perceived root cause of the difficulty crossing was possible fibrotic bicuspid + steep deployment/crossing angle. The delivery system was discarded.